Event description:
Product in question: r. Wolf (B)(4) cord for use with monopolar cautery. Surgeon was using a valleylab tyco healthcare force fx electrosurgical device monopolar cautery with the recommended r. Wolf manufactured cord ((B)(4)) attached. The attached cord split into two pieces at the female end of the cord approx 1 inch distal of the black cap. A spark was also produced, but staff are unsure as to whether it sparked first then split, or split then sparked. No injury was sustained by either patient or staff, new device (cautery and cord) was obtained and case was completed without complication. (B)(4).